Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should relevant additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. This complaint for a report of use error - breach in aseptic technique and peritonitis is confirmed, because it was reported that there was a breach in aseptic technique causing peritonitis; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique.

Event description:
This is a spontaneous report received by global pharmacovigilance from a physician in japan of a break in aseptic technique and peritonitis with culture positive for staphylococcus epidermidis in a patient (in his (B)(6)) coincident with dianeal-n pd-4 1.5% therapy. On (B)(6) 2012, the patient began treatment with dianeal-n pd-4 1.5 therapy (1500ml, 4/1 day, lot #zt9279n), intraperitoneally (ip) for chronic glomerulonephritis. Dianeal therapy was ongoing. On (B)(6) 2013, the following was reported. On (B)(6) 2012, the patient was hospitalized due to the initiation of peritoneal dialysis therapy. On (B)(6) 2013, while the patient was in the hospital, the patient experienced peritonitis. The hospitalization was prolonged due to the event. Per the physician, the event was likely due to an infectious etiology and a break in aseptic technique during the peritoneal dialysis procedure. On an unreported date, retraining of proper connect/disconnect methods and aseptic technique was performed during hospitalization. On an unreported date, antibiotic (unspecified) treatment was rendered for the peritonitis. The patient was reported to be recovering from this peritonitis event. Per the physician, the event was unrelated to baxter products.